Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were provided for review. Review of the supplied medical records did not find any evidence confirming the reported device loosening or infection. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to identify product error as a contributing factor or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection and loosening of the tibial and femoral components at both interfaces. Depuy cement was used at the time of original implantation.